Event description:
A patient reported blood glucose results of 170 mg/dl with a lifescan meter and 455 mg/dl on a laboratory device, performed within 20 minutes of each other. Between the tests there was an intervention that would be expected to change the blood glucose.